Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in-clinic for follow up. The patient had an episode of inappropriate vf due to oversensing of possible lead noise. The pace/sense portion of the rv lead was capped and replaced with a new pace/sense brady lead for sensing. The defib portion of the rv lead is still active. There were no complications; patient is fine.